Event description:
A medtronic ent representative reported that the doctor at the site informed her that the evolution was tracking intermittently. The doctor said that the camera was tracking in and out when reading the reference frame. When the medtronic rep went to the site, she reported that the cable connecting the camera to the system was cut and that the camera would see spheres intermittently. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Investigation found that the cable jacket was cut in two places exposing the internal wire. The cable passed continuity testing with opens or shorts. While there was no allegation of patient injury, this issue is being reported because compromised internal wiring could cause unexpected or intermittent performance, which could lead to inaccurate navigation.